Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2022, it was reported that the patient faced an unexplained hyperglycemia with five catheters. The patient's blood glucose level ranged between 180-250 mg/dl. The patient noticed that 2 to 3 hours after the catheter was inserted with her tubing the blood glucose level increased abnormally and when the correction did not work, she noticed that the tubing was granular. She rotated the sites but while pregnant the abdominal site is excluded. No further information was available.